Event description:
It was reported that the guide wire was not able to advance through the guide wire lumen of the 2.5x12 mm xience prox stent delivery system (sds). The sds did not enter the anatomy. A new sds was used successfully without further issue. There was no clinically significant delay in the procedure reported. No additional information was provided. Return device analysis revealed an inner member separation.

Manufacturer narrative:
(B)(4). The xience pro x is currently not commercially available in the us; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The difficult to position the guide wire was able to be confirmed. The inner member separation was not reported by the physician and it cannot be confirmed when it occurred. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.